Manufacturer narrative:
(B)(4). This report was not confirmed due to unavailable sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the connection issue was not determined. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A customer contacted baxter's technical service center regarding a therapy issue on the homechoice after use. The home patient (hp) stated that the catheter came apart and leaked out. The baxter technical service representative (tsr) instructed the hp to contact the pd nurse. Follow up with the patient revealed that the titanium adapted disconnected from the vinal tube in the catheter. The lot number and sample were not available. The patient also stated that there was no injury. There was no patient injury or medical intervention indicated at the time of the initial report.